Event description:
It was reported that the patient was going "in and out" of mode switch episodes, and that undersensing was observed at times. Furthermore, upon looking at an episode, it was noted that the high sensor rate pacing was competing with the patient's flutter rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.